Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis (pd). Therapy was discontinued. The cause of the peritonitis was unknown. Treatment information was not reported. At the time of this report, the patient had not yet recovered from the peritonitis and remained hospitalized. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). This is the same patient as (B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h12g11099, h12i27059, h11j24049 and h12l07031. No exceptions were observed that were related to the reported condition. Should relevant additional information become available, a follow-up report will be submitted.